Manufacturer narrative:
Additional information: h3: the uninterrupted power supply (ups) was returned to the manufacturer for analysis. Analysis found no failure. The ups was tested with the accompanying battery and it did shut down due to battery over heating as programmed. Then ups was then tested with a known good battery for a 24 hour period and tested with no issues. The battery was returned to the manufacturer for analysis. Analysis found that there were damaged electronics and an interconnect failure. The battery over heated during testing, causing the ups to shut down as programmed. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: codes d02 and c02 apply to the battery and codes d14 and c19 apply to the ups. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ups and the battery was required to be replaced. Once replaced, the system then passed the system checkout and was found to be fully functional. Analysis on the returned battery showed an electrical failure. The battery over heated during testing and causing the ups to shut down. Concomitant medical products: other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(4). Product ID: 9735787, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that  the system shut down unexpectedly in the middle of the case twice. Sue arrived to the site tested the system in the hall she was unable to power it up until she completely discharged the uninterruptible power supply (ups) and reset it. Then when she shut it down again it would not power up until she repeated the discharge. There as a less than 1-hour delay to the procedure and no impact on patient outcome.